Event description:
During follow-up, an extended charge time was observed. The charge time improved with multiple attempts at consecutive manual cap reforms. The cap reform was programmed to 1-month interval and the pt scheduled for follow-up in 1 month. During eval 6 weeks later, an extended charge time was again observed. Several more attempts at consecutive manual cap reforms were performed with an improvement in the charge time. The pt was scheduled for a follow-up 10 days later. St. Jude medical was informed on 3 jan 2001 that the physician elected to explant the ICD in 2000 due to an extended charge time.